Event description:
It was reported that the patient's right knee was revised due to infection. A 6x13 cs poly was exchanged for another 6x13 cs poly. No further information will be released by the hospital or surgeon.